Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a decrease in heart rate and was symptomatic. Review of a remote transmission revealed that the pulse generator exhibited an output anomaly. No intervention was reported. No additional information was available.